Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pjk504 batch number, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on an unknown date and suture was used. During the surgery the suture was detached from the needle easily during use. It was a control release needle. There were no adverse consequences to the patient.